Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 4.9 cm diameter abdominal aortic aneurysm. The diameter of right access vessel (common iliac) was 13mm, the diameter of right bifurcated internal iliac vessel was 7mm, the diameter of left access vessel (common iliac) was 9mm, the diameter of left bifurcated internal iliac vessel was15mm, the minimum diameter of right external iliac vessel was 4mm, the minimum diameter of left external iliac vessel was 4mm. It was reported that after implant of stent graft, final angiography was carried out and it was confirmed that there was an occlusion of right and left internal iliac artery. Though left internal iliac artery was pushed up with a balloon, but the occlusion was not resolved. The left internal iliac artery was treated by reconstructive surgery and the procedure was completed. The right internal iliac artery initially had less blood flow so it was intentionally left occluded. The physician noted that the right internal iliac artery is initially expected to have no issues even though it is occluded. They also stated that the case was related to active treatment and not related to the devices. Per physician, the cause of the occlusion in the left and right internal iliac arteries were because both stent grafts were implanted too distally. The physician executed angiogram during the procedure, but the physician wanted to implant the device just in front of the internal iliac arteries. The physician implanted where expected would not cover the internal iliac artery, however, it was too distal where the internal iliac artery was covered. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).